Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 919017) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage') and dyspareunia ('dyspareunia'). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dyspareunia (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). The subject was treated with surgery (salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage, dyspareunia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: devices were removed by patient's request. They were within the tube, but portions of the device could be seen subserosaly in the tube. Investigator stated that device was not intact when it was removed, but all fragments were removed. Most recent follow-up information incorporated above includes: on 21-may-2019: investigator stated that the device was intact before surgery and the surgical procedure caused the device to break. It was confirmed that there was not perforation of the tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 919017) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage') and dyspareunia ('dyspareunia'). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dyspareunia (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). The subject was treated with surgery (salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage, dyspareunia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: devices were removed by patient's request. They were within the tube, but portions of the device could be seen subserosaly in the tube. Investigator stated that device was not intact when it was removed, but all fragments were removed. Lot number:919017. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 919017) inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pelvic pain (seriousness criterion intervention required) and dyspareunia. The subject was treated with surgery (salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had resolved. The investigator considered dyspareunia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: devices were removed by patient's request. They were within the tube, but portions of the device could be seen subserosally in the tube. Investigator stated that device was not intact when it was removed, but all fragments were removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.